Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery, the device was not able to fire even if the green button was pressed and the surgeon was able to squeeze the handle. No patient harm.